Event description:
It was reported that the connector component leaked during use despite the user trying multiple connectors from the same box and swapping cartridges and tubing, and replacement connectors were arranged. No reported adverse clinical symptoms reported, and blood glucose was not affected. Outcomes included product replacement and continued therapy without emergency care or hospitalization. Investigation included troubleshooting and education provided by support personnel. Investigation of this case revealed a suspected leaking connector consistent with a component integrity or fit issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure consistent with a manufacturing or lot-related defect.

Manufacturer narrative:
Initial.